Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, following removal of the post-placement tension spring, persistent oozing was noted. Light digital pressure was held for a duration of 25 minutes. The pt was diagnosed with a retroperitoneal bleed, and a femostop device was placed. The pt was given to ICU for eval, where the pt was treated with a transfusion of packed red blood cells. The pt tolerated the procedure well, and was discharged home three days later. The physician has stated that he feels this incident was related to a double-wall stick, and had nothing to do with the anterior puncture (which was sealed with the angio-seal device).